Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels (value not provided). The cause was unknown, however, the customer noted a rise in bg after an infusion set change, but did not allege an issue. Bg was addressed via a correction bolus, and an increase in temporary basal rate. The customer was instructed to consult with their healthcare provider regarding bg level.